Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty main printed circuit board. However, the specific cause of the faulty main printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite video system center had a black screen. The device in this case is an olympus asset. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found that the display port board had failed resulting in the black screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.